Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain chronic'). In an adult female patient who had essure (batch no. 699882), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: morbid obesity and female sterilisation. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rash on arms"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with ibuprofen, trazodone and surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, fibromyalgia, bladder disorder, urinary tract disorder, anxiety, rash, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dyspareunia, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed". Surgical pathology report: bilateral fallopian tubes with essure bilateral; salpingectomy: unremarkable bilateral fallopian tubes with a small paratubal cyst, to include fimbriated end! Complete cross sections. Essure coils protruding from fallopian tube lumen. No evidence of malignancy. Soft tissue, left uterosacral; biopsy: benign fibrous tissue with focal areas suspicious for endometriosis. No evidence of malignancy. Cervix, biopsy, loop electrosurgical; excision procedure: ecto/endocervical transition zone with mixed acute and chronic inflammation. Squamous metaplasia with focal mild reactive squamous atypia. No evidence of dysplasia or invasive malignancy. The essure coils were not any longer on the device, but they were in the tubules. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on 2010, result: total bilateral occlusion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and female sterilisation. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rash on arms"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with ibuprofen, trazodone and surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, fibromyalgia, bladder disorder, urinary tract disorder, anxiety, rash, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dyspareunia, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed". Surgical pathology report: bilateral fallopian tubes with essure bilateral salpingectomy: unremarkable bilateral fallopian tubes with a small paratubal cyst, to include fimbriated end! Complete cross sections. Essure coils protruding from fallopian tube lumen. No evidence of malignancy. Soft tissue, left uterosacral, biopsy: benign fibrous tissue with focal areas suspicious for endometriosis. No evidence of malignancy. Cervix, biopsy, loop electrosurgical excision procedure: ecto/endocervical transition zone with mixed acute and chronic inflammation. Squamous metaplasia with focal mild reactive squamous atypia. No evidence of dysplasia or invasive malignancy. The essure coils were not any onger on the device, but they were in the tubules. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2010: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: lot number, medical history, reporter information were added. Insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rash on arms"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with ibuprofen, trazodone and surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, fibromyalgia, bladder disorder, urinary tract disorder, anxiety, rash, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dyspareunia, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed". Surgical pathology report: bilateral fallopian tubes with essure bilateral salpingectomy: unremarkable bilateral fallopian tubes with a small paratubal cyst, to include fimbriated end! Complete cross sections. Essure coils protruding from fallopian tube lumen. No evidence of malignancy. Soft tissue, left uterosacral, biopsy: benign fibrous tissue with focal areas suspicious for endometriosis. No evidence of malignancy. Cervix, biopsy, loop electrosurgical excision procedure: ecto/endocervical transition zone with mixed acute and chronic inflammation. Squamous metaplasia with focal mild reactive squamous atypia. No evidence of dysplasia or invasive malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2010: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs was received. New events abnormal bleeding (vaginal), fibromyalgia, bladder or urinary problems or changes, anxiety, rash on arms, dyspareunia, hair loss were added. Date of insertion updated. Treatment drugs were added. Event onset dates were added. Lab data was added. Aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.